Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for obsessive compulsive disorder and movement disorder. It was reported that patient was feeling sick to their stomach and was unable to increase the setting. Prior to the report, patient tried increasing the setting. Patient connected to the ins and stated it was showing the word off and patient did not know what that meant. It was reviewed for the patient that this indicated therapy was off. Instructions on how to turn stimulation back on was reviewed and patient successfully turned stimulation on, further stating that they were feeling better. Patient stated that they could have accidentally turned stimulation off. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the patient. They repeated information regarding how she accidentally letting her ins (implanted neurostimulator) deplete so she ended up getting really sick and felt like she was going through "heroin withdrawal" (pt explained that she had tremors, was "literally pacing," and was shaking profusely). She stated that she had to charge her ins to 50% before she could turn it back on.